Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device became stuck on the cfn screen following a reboot. The customer was unable to bypass the cfn screen to access the system. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the carefusion screen after reboot. A technical support specialist dialed into the station and found that it was not automatically logging into the carefusion application, logged into carefusion admin, ran the station configuration, and enabled auto login for carefusion application. After restarting the station, confirmed that it successfully logged in automatically. The system functioned as intended after the technical support specialist troubleshot the device